Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified cartridge alarm occured. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified cartridge alarm occured. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
During a follow-up on (B)(6) 2022 it was reported that the customer did not receive cartridge alarms; instead it was identified that the customer received cartridge change errors. H6: removed 1503, added 1384. During a follow-up on (B)(6) 2022 it was reported that the customer did not receive cartridge alarms; instead it was identified that the customer received cartridge change errors. H6: removed 1503, added 1384.